Manufacturer narrative:
Batch review performed on 02 december 2020: lot 163318: (B)(4) items manufactured and released on 26-july-2016. Expiration date: 2021-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l lot. 186012 (k121416) batch review performed on 09 december 2020: lot 186012: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l lot. 1910488 (k090988) batch review performed on 09 december 2020: lot 1910488: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-13-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery for knee infection 2 months after primary. The surgeon revised the femoral component, tibial tray and poly. The surgery was completed successfully.